Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative changed the probe and adjusted the rinse level, which was too low. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 results for 2 patient samples on a cobas c 503 analytical unit. Sample 1: the initial result was 9.29 g/l. The repeated result was 17.1 g/l. Sample 2: the initial result was 7.17 g/l. The repeated result was 31 g/l. The customer questioned the initial results due to them being too low and decided to repeat the samples. The repeated results were obtained on another module. The questionable results were not reported outside the laboratory.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.